Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that in (B)(6) of 2007, the customer was hospitalized for diabetic coma. Her family found her unresponsive, and was reportedly pronounced dead on arrival with a blood sugar level of 1148 mg/dl and a blood pressure of 20/20. She was revived, and remained hospitalized for seven to ten days. The night before, her insulin pump started failing and she lost her vision. She could not see the readings on the insulin pump, and everything was blurry because her blood glucose levels were so high. She was vomiting after taking sips of water, and she thought she had the flu. During the time she was not sleeping, and she took some tylenol cold and flu medicine to get some sleep. She removed the insulin pump and tossed it across the room. Nothing further was reported.